Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of flashing power and yellow wrench alarms was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was evaluated at the service depot on (B)(6) 2025. The mpu was connected to ac power and the yellow wrench alarm activating and the power symbol flashing was reproduced. The issue was traced to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced and the mpu was able to boot up as intended and passed all functional testing. The unit was returned to the customer for further use, and the power supply pcba was forwarded to the product performance engineering (ppe) department for further analysis. The power supply pcba was connected to a known working mpu test fixture, and the issue was reproduced. Upon further inspection of the power supply pcba, a capacitor was noted to be compromised. This capacitor is located at the start of the power supply pcba and if compromised would produce the reported event. No further testing was performed. The root cause of the reported event was determined to be due to nonconforming capacitor on the mobile power unit power supply pcba and a corrective action was initiated to investigate this issue. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section d, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was flashing power and yellow wrench alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a - date of implant: corrected to blank. Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of flashing power and yellow wrench alarms was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was evaluated at the service depot on (B)(6) 2025. The mpu was connected to ac power and the yellow wrench alarm activating and the power symbol flashing was reproduced. The issue was traced to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced and the mpu was able to boot up as intended and passed all functional testing. The unit was returned to the customer for further use, and the power supply pcba was forwarded to the product performance engineering (ppe) department for further analysis. The power supply pcba was connected to a known working mpu test fixture, and the issue was reproduced. Upon further inspection of the power supply pcba, a capacitor was noted to be compromised. This capacitor is located at the start of the power supply pcba and if compromised would produce the reported event. No further testing was performed. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section d, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 18jun2024. No further information was provided. The manufacturer is closing the file on this event.